Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the initial reported issue control buttons defective was not confirmed it was found that all buttons were working. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: plug unit is dirty due to water leakage, cable unit was dirty due to water leakage, circuit board unit in s-connector was dirty due to water leakage, due to wear of angle wire, the play of upward/downward knob was out of the standard value, c-cover (plastic distal end cover) had a scratch, adhesive around objective lens had discoloration, adhesive around light guide lens had discoloration, adhesive on a-rubber had a crack, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus was informed that the colonovideoscope control buttons were defective. The event was found at reprocessing and there was no patient involvement. The device was returned for evaluation. During the device evaluation, it was found that the j-tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.